Manufacturer narrative:
Pending evaluation. Concomitant device(s): 2168310 200-02-32 - three peg patella 32mm, 2246099 230-03-02 - optetrak asy,cr cemented femoral, sz 2, 2260478 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t.

Event description:
It was reported that this female patient's right knee was revised 10 years post op due to premature polyethylene wear of the tibial insert. Patient had loose components and osteolysis. Following the revision surgery, plaintiff continues to be limited in her activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in her right knee which limits her activities of daily living and impacts her quality of life. No other information available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this female patient's right knee was revised 10 years post op due to polyethylene wear of the tibial insert; patient had loose components and osteolysis. No other information available.

Event description:
It was reported via legal that this female patient's right knee was revised 10 years post op due to polyethylene wear of the tibial insert; patient had loose components and osteolysis. No other information available.